Manufacturer narrative:
As mentioned in the attached eval document we have not found evidence that points towards the footrest or the ge precision mpi x-ray system. Based on the info available and the test results we have concluded that the event was a result of a use error.

Event description:
It was reported that when the table of a precision mpi was angulating, the foot rest detached from the table and the pt slid down the table, landing on their buttocks. The pt did not report an injury and did not seek medical intervention at the time of the event. On (B)(6) 2013, communication from the customer stated the pt alleges to have buttock pain from event. The pt alleged that an MRI was done and showed a ruptured disk. The pt alleges that surgery will be done to correct disk. No further pt info is available at this time as pt has not consented to release any further info on injury or treatment.